Event description:
Customer reportedly received results of 376 mg/dl and 116 mg/dl within 10 minutes on the accu-chek compact system, (meter strip lot 20657241 with expiration date 07/31/2008). No high blood symptoms reported. Customer did not provide the location where the discrepant results were obtained. No quality controls used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the compact test drum.